Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that when they attempted to remove a cartridge from the pump, the piston rod came out as well. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2017 with the following findings: during investigation, the pump piston and lead screw were not in the cartridge compartment. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the bolus button was found to be punctured but still responsive to user presses.